Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation -medical records received and evaluation: a review by a clinical consultant confirmed the disassociation, however it was determined that "clinical and past medical history, operative reports, surgical pathology and mar required." To fully investigate. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar relevant events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, pathology reports, additional xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's accolade stem and head due to disassociation of the head from the stem.

Manufacturer narrative:
Photographs of the explanted devices and x-rays were provided for evaluation. The patient has retained an attorney. Therefore no further information is available due to ongoing litigation.

Event description:
It was reported that surgeon revised patient's accolade stem and head due to disassociation of the head from the stem.